Event description:
4 units overinfused during patient use. Report states " flow rate at 2.6ml/hr; drug=morphine in nacl 0.9%; volume=52ml; several of the infusors of the same lot show a quick flow with the same patients; flow restrictor stuck on chest; patients without fever. " no clinical implications reported.